Event description:
It was reported that: "pt stated that after her total knee replacement, everything was going well until she developed an infection. On (B)(6) 2009, a piece of the implant was replaced and infection was cleaned out. Pt stated that ever since the infection, her knee hasn't been the same. She has been experiencing pain, swelling, stiffness and losses sleep. She stated that the pain is affecting her quality of life. She is currently unemployed and it's having trouble finding work due to being limited and is unable to stand for more than 30 minutes at a time."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.